Manufacturer narrative:
Unit received with no button response due to corroded keypad traces. No button error alarm. Pump passed displacement test, operating currents, self-test and off no power test. No battery out limit alarm noted. Unit received with minor scratched display window. Unit received with cracked reservoir tube lip. (B)(4)

Event description:
Customer reported via phone call to have received a button error alarm. Customer also received a battery out limit alarm after changing battery. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.